Event description:
Adverse event: severe right knee pain and swelling. On (B)(6) 2012, a (B)(6) male pt received 1st injection of supartz bilaterally for osteoarthritis and tolerated well. On (B)(6) 2012, he received 2nd injection of supartz bilaterally and tolerated well. On (B)(6) 2012, he received 3rd injection of supartz bilaterally and tolerated well. On (B)(6) 2012, he received 4th injection of supartz bilaterally and tolerated well. On (B)(6) 2012, he complained of increased right knee pain and swelling without other systemic symptoms. The injection physician assessed the pt with ultrasound and found the presence of effusion. At most 20 ml of yellow, hazy fluid was aspirated. Subsequently, fluid was culture negative and negative for crystals. He was treated conservatively without antibiotics and has improved. He did not have any problems with other injections or the left knee's 4th injection. Although the injection physician felt this may be a pseudoseptic reaction, she does not feel she can definitively call this a pseudoseptic reaction at this time. She will not give the pt the 5th injections.

Manufacturer narrative:
This is a definitive report.